Event description:
In 2005, a baxter technical product consultant reported one arena spp 1 pump with nibpm that removed too much weight from pt. Pt was reported to be hypotensive and vomited. No further information is available at this time.